Event description:
The patient implanted with the ancure bifurcated endograft will be undergoing an angiogram due to a persistent type I endoleak which has been difficult to see with a computer tomography (CT) scan. It has been reported that as a result of this persistent type I endoleak the patient's aneurysm has increased in size.